Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 24 mm amplatzer septal occluder was implanted into a patient. After the device was implanted, it was determined using echocardiogram that the device was too large. It was then removed using a 12 mm non abbott snare and a 14f non abbott sheath. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay reported in procedure and no adverse patient effects.

Manufacturer narrative:
An event of the device being too large was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - impact code: code 2199 removed.

Event description:
Subsequent to the previously filed report, additional information was received. No replacement was implanted.